Event description:
The customer reported a suspected positive biological indicator (bi). The customer reported that the load was not fully recalled. The customer stated that there were no reports of injury related to the unrecalled load items.